Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The electronic lot history record (elhr) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A scanning electron microscopy (sem) analysis was performed. The analysis focused on the distal nitinol tip where the separation occurred. The conclusion is inconclusive pertaining to why the separation occurred. The investigation was unable to determine a conclusive cause for the reported material separation; however, the reported patient effect, and subsequent treatment appear to be related to operational circumstances. In this case, it was reported that the guide wire separated during removal. Factors that may contribute to material separation include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, damage to the guide wire, excessive force, or manipulation against resistance. In this case, returned device analysis noted the coils were stretched distally, suggesting interaction during removal. Based on the returned device analysis, it is unknown what caused the reported material separation. Additionally, it was noted that a portion of the guide wire remains in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the anterior descending coronary artery. The balance middleweight (bmw) hydro guide wire was placed in the diagonal coronary artery and angioplasty was performed in the anterior descending artery. During removal of the bmw guide wire, a separation at the radiopaque junction occurred. The proximal part of the wire was unfolding [unraveling] and pieces were recovered 3 times during advancement of a balloon. The radiopaque portion was obstructed in the diagonal artery. A piece of the guide wire could not be recovered and remains in the patient. The patient remains under surveillance and will have an angiography in six months. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.